Event description:
It was reported that a pericardial effusion occurred. On (B)(6) 2019 a left atrial appendage (laa) closure procedure performed. A 33 mm watchman laa closure device was deployed once and successfully implanted in the laa of the patient. There were no complications that occurred. On (B)(6) 2019 the patient presented to the emergency room with complaints of chest discomfort. A transesophageal echocardiogram (tee) revealed a 2 cm pericardial effusion. The patient remained stable and later that day pericardiocentesis was performed. The patient was discharged home on (B)(6) 2019.